Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a varying high voltage impedance and insulation damage. The rv lead was capped on (B)(6) 2025, and the implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. The patient was stable.